Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-11116-00 for details pertinent to this event.

Event description:
It was stated in the report that there was an air leak from the cuff of their size 7 100/199/070 et tube. Per reporter, the leak was at the base and the cuff was not perforated. A video was provided demonstrating the leak by immersing the et tube in water and inflating the cuff ¿ bubbles seen. There was no patient harm, but the patient needed to be reintubated. The sample was contaminated and unavailable for return. They have one remaining unopened et tube of the same batch and has been quarantined in case there is an issue. There was patient involvement, but no harm reported.

Manufacturer narrative:
H3: no product was returned but a video was attached for evaluation. The customer issue was confirmed as the video showed evidence of testing per mp 3027. No other analysis can be carried out since there was no returned product.